Event description:
It was reported that the user experienced consistent low glucose events, particularly in the morning, while using the ilet bionic pancreas; the user reported a current blood glucose of 247 mg/dl at the time of contact and denied ghost announcements or overtreatment, and an infusion set supply change was completed the day prior. Customer care provided support that included complaint handling, with additional training assigned for clinician follow-up. Investigation of this case revealed that the cause of the hypoglycemia was unclear. No symptoms associated with hypoglycemia. Outcomes included self-treatment with oral glucose without hospitalization or medical intervention. It was concluded that no device malfunction was identified and user guidance was provided with planned clinician review. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.